Event description:
On july 24, 2007, it was reported to boston scientific corporation that a procedure was performed using a 8-3/5/180 maxforce tts biliary dilatation balloon catheter (pt age and gender unk). According to the complainant, after inflating the balloon (8mm dia., 3cm working length, 5mm tip length, 180 cm catheter working length) to 4 atm, "it was very difficult to deflate the balloon fully with several attempts." Follow up info obtained by bsc: indicated that the dilatation catheter was used within a 3.2mm working channel endoscope, revealed that there was no resistance encountered during insertion of the dilatation catheter, could neither determine what method was used to deflate the balloon and nor the duration of time allowed for deflation, and could not determined whether the endoscope was straightened during removal. When the balloon dilatation catheter was being withdrawn from the pt, it was "inflated a bit." And, towards the end of the withdrawal step, the balloon catheter separated into two sections outside the pt's body. No pt complications were reported as a result of the event.

Manufacturer narrative:
The device has been received, but an evaluation has not been completed. A failure analysis is not available; the relationship between the suspect device and the cause for the event is undetermined. In addition to the device evaluation, a review of the device history record and the product family complaint trends are in progress; results will be provided in a follow-up medwatch report. The catheter withdrawal section of the product dfu states, "maxforce tts catheters are designed for rapid deflation. To deflate completely, maintain view of the black visualization marker proximal to the balloon as a vacuum is applied using the inflation device. Do not pull back on the catheter until deflated completely. Warning: the balloon must be thoroughly deflated and all fluid removed prior to withdrawal (approximately 20 seconds). Precaution: for improved withdrawal, straighten the distal end of the endoscope." The dfu also states, "precaution: if excessive resistance is felt, remove the endoscope and balloon catheter together as a complete unit to prevent damage to the esophagus, catheter, or endoscope."